Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported to nevro that the patient had their device removed due to a possible metal allergy. The patient had been implanted for 3 years without any previous reports of symptoms of an allergic reaction.